Event description:
Healthcare professional reported capsular contracture, baker grade IV. This record is for right side. Devise has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade iii.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is a medical event not related to the device. ¿ crease folding of implant: observed creases on the implant. Additional observations: ¿ white particles observed in the surface of the shell.

Event description:
Healthcare professional reported capsular contracture, baker grade IV. This record is for right side. Device has been explanted and replaced.